Event description:
The customer reported via phone call that she experienced high blood glucose. Customer stated that in the morning she was at 375 mg/dl and in the afternoon it went up to 500 mg/dl. The customer treated with a bolus and wanted to wait to see if it helped. She called 2 hours later and blood glucose only went down to 456 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Customer declined to check for leaks or air bubbles or the settings. The infusion set was removed and the cannula was not bent. The insulin pump passed the high pressure test. Customer was advised to change the entire set, reservoir and insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.